Event description:
It was reported to boston scientific corporation that a nasobiliary catheter w/jagwire was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the tungsten tip of the guidewire detached. A second device was used, procedure was a success. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Visual inspection reveals a portion of pebax cut off exposing the core wire at 1.8 cm to 4.8 cm from distal end; no other anomalies detected. The complaint was confirmed. Based on complaint description and visual evidence, the actual condition may have occurred during the procedure in which a sharp cannula was used as an insertion device and probably caused the pebax detachment.